Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the pump did alarm upstream occlusion 60 times. The pump was then connected to an administration set (hs-008, lot # 2203016) and the upstream occlusion alarm was tested. A 100 ml infusion was started, the proximal end of the tubing was clamped, the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "no upstream alarm". Operator of device was unknown. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.